Event description:
It was reported the pt is experiencing intermittent stimulation. Reprogramming did not resolve the issue. An impedance check revealed 0 ohms on all contacts. Allegedly, this is related to a firmware issue on the ipg. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.